Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three good-faith efforts were made to retrieve the device but to no avail. However, the logs confirmed the reported e05. But due to the inability to investigate the device the root cause remains undeterminable. A review of the device history record (DHR) for the ab2000-d lot number 23c03676 and aquabeam handpiece lot number 24c00878 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. E05 - console error release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during treatment, the aquabeam robotic system generated an "e05 - console error." Despite troubleshooting attempts, no resolution was achieved as the "e05 - console error" persisted which also contributed to an unsuccessful attempt to prime the aquabeam handpiece. As a result, the aquablation therapy was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.